Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual inspection was performed and scratches were observed on the medication bag. The root cause of the reported issue was found to be scratches on the bag.

Event description:
It was reported that the customer found a scratch on the medication bag after putting medication into the cassette at a pre-use check. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08070 is no longer considered reportable, please disregard any MDR reports associated with it.